Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown. Products with multiple product/lot numbers were implanted in this procedure including: part: 76448560 lot:unknown (x1) ,part: 76446550 ,lot: h09b2594, (x4) part: 76446540, lot: h10k3411 ,(x1) part: 76447545, lot: unknown (x1), part: 76448545, lot: h09j3279 (x3) ,part: 76448540, lot: unknown (x1), part: 76448545, lot: unknown (x1) ,part: 76446535, lot: unknown (x1), part: 76447540 , lot: unknown (x2). It is unknown which product contributed to reported event.

Event description:
See the attached document for event description.